Event description:
The patient was originally implanted on (B)(6) 2014 with a peek corpectomy cage modular expandable radiolucent vertebral body replacement. Patient was presenting with an infection at the l3 vertebral fracture. Infection presented contraindicated. Surgery was a lateral l3 corpectomy. Postoperatively on an (unknown date) the implant migrated. During revision (unknown date) a partial corpectomy was done with implant positioned on the lateral end of the vertebral body midline position. During prone positioning, it was noticed that the xrl was not in the desired position. Pedicle screws and rods were used as supplemental fixation. Posterior incision was closed and patient was then rotated back to lateral position and initial incision opened up. Xrl instrumentation was not present due to the fact the sales consultant was never notified of the revision surgery. During revision surgery the implant was impacted on by surgeon until desired positioning reached. Surgeon reports that the xrl medical center body implant construct expanded tall enough, but did not have sharp enough teeth that would anchor onto the endplates. During revision the surgeon repositioned the cage. This report is 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. A product development event evaluation was done for this surgery. The conclusion states (B)(4) line 640 address this hazard of "possible revision surgery" as a result of "mishandling: implant not properly placed in corpectomy, defect leading to point loading" the dcrm line item is to be revised to reflect the actual occurrence rate based on field experience. After further discussions with the surgeon and sales consultant involved the c-arm image prior to supplemental fixation shows that the xrl device was not placed on the vertebral body axis and is positioned anterior of the endplate boundary, contrary to the described technique in the technique guide. The lordodic angle of the vertebral space is approximately 10-12 degrees and the implant endplate chosen by the surgeon are the 0 & 5 degree endplates which do not properly match the patient anatomy. Clinical complication prevented the supplemental fixation to be applied at the time of the corpectomy. The device in indicated for supplemental fixation. The c-arm image post supplemental fixation shows significant change in lordodic angle, up to 20 degree as a result of applying pedicle screws and reducing the anatomy to the rods, possibly related to improper rod bending. Proper xrl instrumentation was not utilized to reposition the implant which may have further contributed to the described complaint. The system is contraindicating for cases of infection present. Review of complaint images found two lateral images available for review, 1 prior to posterior fixation and one post fixation, final imaging not available. The image field in limited so the lumbar operative levels cannot be confirmed. Image one shows the xrl implant in place at the corpectomy site. The inferior plate is posterior to the anterior margin of the inferior body while the superior plate is placed in line with the anterior margin of the superior vertebral body. In addition the superior body appears to be slightly retrolisthesed when observing the sagittal alignment. The placement of the superior portion of the implant in relation to the position of the superior vertebral body may have caused or contributed to the complaint condition. Image 2 confirms the complaint condition. The inferio portion of the xrl implant is posterior to the anterior margin of the inferior vertebral body. However, the superior endplate's midline is in line with the anterior margin of the superior vertebral body, the device is protruding beyond the intervertebral space superiorly. No assessment can be made on the engagement of the spikes however the anterior placement of the device, coupled with the sagittal alignment during implantation, may have caused or contributed to the migration of the xrl implant.

Manufacturer narrative:
This device is used for treatment no diagnosis. (B)(6). A device history review was performed that states that the xrl medium endplate screws, p/n 08.807.200.02s was assembled and sterilized per work order (B)(4). This lot was assembled from component lot 7322941. The components were manufactured by rms company for brandywine work order (B)(4) and po (B)(4). The supplier¿s (B)(4) indicates that the parts met all required specifications. The parts were inspected to synthes inspection sheets (B)(4). The components were released into (B)(4) for assembly on (B)(4) 2013. There were no ncrs generated for this lot. The investigation could not be completed; no conclusion could be drawn, as no product was returned. Placeholder.